Event description:
It was reported that a transient ischemic attack (tia) occurred. On (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure. The first deployed watchman laa closure device was fully recaptured due to position. During recapture, a kink to the access system was noted. The procedure was successfully completed with a new access system and a 33mm watchman laa closure device was implanted. On (B)(6) 2019, the patient was admitted for slurred speech and possible tia. No further information about this event is known at this time. It was further reported, after implant procedure patient was discharged and readmitted 2 days later. Patient was observed for one night and was discharged the following day, without intervention. Patient is doing well.

Event description:
It was reported that a transient ischemic attack (tia) occurred. On (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure. The first deployed watchman laa closure device was fully recaptured due to position. During recapture, a kink to the access system was noted. The procedure was successfully completed with a new access system and a 33mm watchman laa closure device was implanted. On (B)(6) 2019, the patient was admitted for slurred speech and possible tia. No further information about this event is known at this time.